Event description:
The customer reported the ventilator alarmed and restarted during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer (fse) reported the device diagnostic history indicated an occurrence of a 24v, +-12v or power fail failure and ventilator restart. The fse was unable to duplicate the reported problem but found component l12 on power supply damaged. The fse replaced the power supply . If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Supplemental report

Event description:
Factory analysis of the returned power supply revealed capacitor and inductor failures that resulted in the reported power issue.